Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s3 console did not switch from mains to ups power. This issue was discovered by a sorin group field service representative during routine maintenance, so there was no patient involvement. Through troubleshooting, the field service representative identified that the ups was faulty. A replacement shunt assembly was fitted and the unit was tested. No further issues were observed and the unit was released to the customer after a full preventative maintenance was carried out. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin s3 console did not switch from mains to ups power. This issue was discovered by a sorin group field service representative during routine maintenance, so there was no patient involvement.